Event description:
Asr revision. Asr hip resurfacing system - right. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Left hip revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr hip resurfacing system - right, incorrect see below. Reason(s) for revision: alval / soft tissue reaction. Update received june 27th, 2013. Hip side amended. Hip(s) to be revised: left. Update received: 27th june 2014 - added surgeon title: mr, added further reason(s) for revision: pain, filled mapped to mw fields, attached surgeon confirmation form and amended product type: asr xl.